Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who had an implantable neurostimulato r for pelvic floor therapy. It was reported patient had substantial shortness of breath following their device implant. Patient does typically use oxygen. Patient was asked to turn stimulation down, but they said that their breathing was better. Patient was unwilling to turn stimulation down as they said their symptoms had subsided. No further complications were reported on this date. On 2019-mar-01 additional information was received from the consumer via a manufacturer¿s representative (rep): it was reported the patient called the rep last night, (B)(6) 2019, and said at 3am she experienced severe chest pain and went to the ER. The rep spoke to the patient and they turned the stim off. The caller asked the patient if she had other pain in the stim area and she reported a flutter, but no pain. The rep asked if this could be related to the stim, and technical services reviewed 0.8% from clinical summary. The rep added that the patient¿s therapy was turned up higher than she was trialed at, but the stim was not uncomfortable. Then more information was received on 2019-may-07 from patient. They reported that patient had shortness of breath so badly that the device had to be removed by surgery. Right after it was removed patient developed anxiety attacks and was now taking a pill for anxiety. Patient mentioned that they did not have anxiety before. They also stated that it didn't do any good at all, and that it ended up being no help and just now worse. No further complications were reported or anticipated. MDR decision corrected to reportable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who had an implantable neurostimulator for pelvic floor therapy. It was reported patient had substantial shortness of breath following their device implant. Patient does typically use oxygen. Patient was asked to turn stimulation down, but they said that their breathing was better. Patient was unwilling to turn stimulation down as they said their symptoms had subsided. No further complications were reported on this date. On 2019-mar-01 additional information was received from the consumer via a manufacturer¿s representative (rep): it was reported the patient called the rep last night, (B)(6) 2019 and said at 3am she experienced severe chest pain and went to the ER. The rep spoke to the patient and they turned the stim off. The caller asked the patient if she had other pain in the stim area and she reported a flutter, but no pain. The rep asked if this could be related to the stim, and technical services reviewed 0.8% from clinical summary. The rep added that the patient¿s therapy was turned up higher than she was trialed at, but the stim was not uncomfortable. No further complications were reported or are anticipated.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.